Event description:
It was reported that the patient went to the emergency room due low blood pressure. An perforation of the atrial lead was confirmed by echocardiography. The lead remains in use and no repositioning was attempted. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.